Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an unexpected restart error. The customer's blood glucose was unknown at the time of the incident. The customer reported that his transmitter was not communicating with his pump and also needed a new pump. The alarm occurred shortly after inserting a new battery. The customer had experienced multiple unexpected restart alarms after battery change. The customer was advised to continue use of the insulin pump until the replacement arrives. The insulin pump will not be returned for analysis.